Event description:
There is a hole in one branch of catheter. The blood is dripping slowly by the hole. The catheter was removed and rep went to recuperate it on the same day. He did not notice the mentioned hole on the catheter. The patient went throughout the intervention without any problems.